Event description:
The incidence of major complications in thyroid surgery involving total thyroidectomy performed by utilizing the nerve integrity monitoring system versus alternate nerve monitoring techniques were discussed in the article. One group involving a study of approximately 480 total thyroidectomies with continuous intra-operative nerve monitoring using dedicated endotracheal tube with a last generation (nim pulse ii) resulted in 6 cases of right laryngeal nerve (rln) paralysis, a rate of (B)(4) percent of patients ((B)(4)). There were (B)(4) cases of permanent rln paralysis, a rate of (B)(4) percent ((B)(4)), that developed after (B)(6) days (demyelination by thermal injury). Details of each patient procedure were not provided in the article with no documented identification of patients with a resulting adverse outcome.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Device description: the nim-pulse - 2.0 is an two-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim-pulse - 2.0 records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The instructions for use (IFU) warns: the nim-pulse - 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. Blank fields on this report are the result of information not being provided or available. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.